Event description:
Procedure: lap chole. According to the reporter: during the lap chole procedure the duct was clipped. A medical complication was reported and an ercp was performed to confirm a bile leak. A stent was placed in the patient.

Manufacturer narrative:
(B)(4)